Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial ankle procedure on (B)(6) 2017 the head of a 2.7mm metaphyseal screw broke off while tightening down the screw with a t8 stardrive screwdriver; and the shaft remains in situ. The head of the screw was easily removed. Routine x-rays were taken, but there was no additional intervention attempted to remove the shaft. The procedure was successfully completed with no surgical delay and the patient outcome was listed as stable. This complaint involves 1 device. Concomitant: unknown t8 stardrive screwdriver (quantity:1). Unknown plate (quantity: 1). This report is 1 of 1 for (B)(4).